Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) went onsite and confirmed that the host pc can't power up. Onsite troubleshooting has confirmed the issue with the host pc power supply which was damaged, and the issue has been resolved temporarily by replacing the power supply (locally purchased). After the availability of the host pc, the fse replaced the complete host pc and returned the defective host pc to philips for further analysis. The analysis confirmed the malfunction of the host pc and the power supply not original, main board serial port redirection permanently disabled, and missing 2 dimm sticks. Following the replacement of the host pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system did not startup. The system was not in clinical use. No user or patient harm has been reported. Philips has started an investigation regarding the reported issue.